Event description:
It was reported that the patient experienced fluid loss due to a connector crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. One straight window quick connector (wqc) was returned. Both ends of the connector have a collet and kink resistant tubing (krt) inserted. The wqc and both collets are not cracked.

Event description:
It was reported that the patient experienced fluid loss due to a connector crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.